Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited noise over sensing resulted in pacing inhibition. It was noted that the patient experiences an asystole. The ra lead was later explanted and replaced. The patient had no further consequences.